Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: artisan lead 50 cm, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempts. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.